Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge/segmental resection. During the second firing of segmental resection of the lung, the clamp test was performed successfully, but when the surgeon clamped the tissue and pressed the blue button to fire the device did not fire. The status indicators were illuminated green. The case was completed by replacing the adapter. No patient injury.